Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Physician confirmed right side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: partial delamination of the valve and crack opening. Leak test and microscopic analysis was performed which identified: crack valve, partial delamination of the valve, more than three striated openings on anterior, posterior, and radius. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, partial delamination of the valve assessed as adhesive failure, and more than three striated openings on anterior, posterior, and radius assessed as surgical damage.